Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, vomiting, diarrhea, and purulent fluid. The cause of peritonitis was unknown. The patient was hospitalized for peritonitis. The same day as the hospital admission, the patient was treated with escitalopram oxalate (cipralex) (50mg to 25mg), gentamicin (40mg to 10mg) and heparin sodium (loading dose of 5000 iu and a maintenance dose of 2500 iu, discontinued after 3 days) for peritonitis. At the time of this report, the patient was recovering from peritonitis. On an unknown date, pd therapy was discontinued. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.